Manufacturer narrative:
Additional information was received that that there will be no further course of action.

Event description:
A report was received that for other medical reason the patient received an x-ray imaging and showed possible broken or damaged leads.

Manufacturer narrative:
Additional information was received that high impedances were noted when lead was inserted in port b. The patient will undergo an ipg replacement.

Event description:
A report was received that for other medical reason the patient received an x-ray imaging and showed possible broken or damaged leads.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-70 serial #: (B)(4) description: linear 3-4 lead, 70cm.

Event description:
A report was received that for other medical reason the patient received an x-ray imaging and showed possible broken or damaged leads.

Manufacturer narrative:
Additional information was received that the physician suspected lead fracture.

Event description:
A report was received that for other medical reason the patient received an x-ray imaging and showed possible broken or damaged leads.

Manufacturer narrative:
Product problem should have been ticked. Additional information was received that the patient underwent an ipg replacement procedure for more efficient charging and additional programming options. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg) the explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that for other medical reason the patient received an x-ray imaging and showed possible broken or damaged leads.